Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown humeral tray, unknown; unknown, unknown humeral stem, unknown; unknown, unknown glenosphere, unknown; unknown, unknown glenoid baseplate, unknown. (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10640, 0001825034 - 2017 - 10639, 0001825034 - 2017 - 10642, 0001825034 - 2017 - 10643.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.